Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg) ranging from 47-300 mg/dl. Suspected cause was due to control iq software. A pump system check was performed and pump was found to be operating as intended. Customer consumed carbohydrates to treat low bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.